Event description:
Info received indicates the left head siderail will not always latch in the up position due to a broken weld at the pivot arm.

Manufacturer narrative:
The tech replaced the left head siderail to repair the bed.